Event description:
It was reported that the customer experienced an issue where the pump would randomly shut off. There was no adverse impact to the customer's blood glucose level. No additional action was required as the customer declined a callback from technical support.